Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issue of it displaying the patient circuit disconnect alarm was initially confirmed, however, after subsequent testing the reported issue could no longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized service provider (asp), contacted ventec to report that the device had displayed the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issue.